Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient awoke that morning with elevated blood glucose (bg) of 596mg/dl with moderate ketones and the pump had powered off. The patient had reportedly wet the bed during the night and the pump got wet. The patient¿s healthcare provider had reportedly been contacted for an alternate form of insulin delivery; the patient¿s bg had reportedly not yet been treated at the time of the call to animas. The patient reportedly did not recall hearing any alarms during the night and it was noted that the battery icon was full when the patient went to sleep. Reportedly, there was moisture in the battery compartment when the patient awoke but there was no moisture in the compartment at the time of the call to animas. The patient had reportedly dried out the cartridge compartment with a tissue. The reporter denied any damage to the battery cap or battery compartment. During troubleshooting, the reporter put a new battery cap on the pump, but the power issue remained unresolved. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy related to the pump powering off after the pump had been exposed to moisture.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: a review of the black box showed evidence that a partially charged battery was installed during a battery change. There was no visible moisture found in the battery compartment. There was no damage found to the battery cap or the battery compartment. The returned battery cap was able to secure properly to the pump. The pump powered on appropriately with functional auditory and vibratory features. The pump was exercised for 24 hours using the returned battery cap; no power issues occurred during testing. The pump passed delivery accuracy testing and was found to be operating within required specifications. The pump passed a leak test. The pump cover was removed, and there was no evidence of moisture found on internal pump components. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.